Manufacturer narrative:
(B)(4).

Event description:
It was reported "line was inserted into right ij in the ER on (B)(6) 2025. On (B)(6) 2025 patient was getting blood through the distal port and a leak in extension tubing was noted. Appears to be a pin pick hole in distal extension tubing line." The central line was removed. There was no patient harm or injury. It was reported the "patient remains critically ill in the ICU".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "line was inserted into right ij in the ER on (B)(6) 2025. On (B)(6) 2025 patient was getting blood through the distal port and a leak in extension tubing was noted. Appears to be a pin pick hole in distal extension tubing line." The central line was removed. There was no patient harm or injury. It was reported the "patient remains critically ill in the ICU".